Manufacturer narrative:
(B)(4). The complaint device has been received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that a pt100 myairvo humidifier does not create acoustic alarms. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: the complaint device was tested by causing an alarm to occur. A warning message was displayed but there was no audible alarm. The fault was traced to a faulty speaker and electrical resistance testing showed that speaker was open circuit. A lot check revealed no other similar complaints for lot number 121015. Conclusion: the speaker resistance was found to be open circuit. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative." This is the only complaint of this type that we have received.

Event description:
A distributor in (B)(6) reported that a pt100 myairvo humidifier does not create acoustic alarms. No patient consequence was reported.